Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Time of rrt (recommended replacement time) in save to disk on (B)(4) 2011, device rrt<=2.62 volt. Daily battery voltage trend data shows bat=2.64 to 2.62 volts minimum between (B)(4) 2011 and (B)(4) 2011. Two - patient alerts for low battery voltage on (B)(4) 2011 02:15:07 and (B)(4) 2011 02:15:08. Upon analysis, normal battery depletion was found.

Event description:
It was reported that the device was near eri (elective replacement indicator), but did not reach expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.